Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion and opening on valve bond edge. Leak test and microscopic analysis was performed which identified, sharp opening on valve bond edge, striated opening on posterior. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage. A sharp opening on valve bond edge assessed, as an unidentified (tear) opening.

Event description:
Device has been explanted.